Event description:
Early device failure intermittently the device will not power on in battery mode hospital biomedical staff state they have replicated the reported problem. The intermittent power on was found by nursing staff during daily device shift check.